Event description:
Abdominal aortic aneurysm repair procedure. Pre-procedure check done for graft availability. No compromise to outer boxes of grafts. Grafts taken into or. Physician called graft size, box opened and condensation found inside graft package, condensation found on all bs grafts available - contaminated. Emergency trip to another hosp to obtain non-contaminated graft. Pt safety severely compromised due to prolonged anesthesia and surgery time during critical procedure.